Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No battery out limit alarms noted. Unit passed selftest, restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and system sensor test due to faulty resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, broken reservoir tube lip,broken belt clip slot, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and battery put limit. Customer's blood glucose was 179 mg/dl at the time of the call and was 320mg/dl a few days earlier. Troubleshooting found that the pump was able to rewind. Customer declined to troubleshoot for the battery issue. No further details given.